Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip separation occurred. A fighter guidewire was selected for the treatment of chronic total occlusion (cto) of the right coronary artery (rca). However the wire tip broke off in cto rca when crossing lesion. The wire tip was removed with another wire. The patient was reported to be stable, without injury.